Event description:
Using an arthrex crystal cannula, partially threaded reference #ar-6564, lot #5066157846, a small piece of the tip broke off while being used in the patient's shoulder. The surgeon was able to retrieve it and suction it out.